Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37751, product type: recharger. (B)(4).

Event description:
It was reported there was a loss of stimulation. The patient was frustrated that her implantable neurostimulator (ins) lost its charge and she needed help to recharge. The patient did not know what her serial number was and could not find a temporary registration card. Loss of therapy was reported due to low ins battery. The ins was discharged. The patient was able to charge their device and got 2 coupling boxes filled in. The patient was also experiencing sharp stabbing pains. The stimulation has been off because she does not know how to charge it and does not understand. The sharp stabbing pain started around the same time the stimulation stopped. The patient leaned in fridge and almost dropped her milk because of stabbing pain when making certain moves. The patient was wondering if she pulled something. The events both occurred 3-4 days ago. Once the patient was recharging, it was recommended to charge as long as possible. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The following codes were assigned to the implantable neurostimulator (ins) model: 97714, serial: (B)(4) following device analysis. The stimulation ins battery was found to have a reduced capacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that they were going to meet with the patient and the patient's health care provider (hcp) to review a possible pocket revision or explant. It was initially thought that the device was in overdischarge however they now believed that the implantable neurostimulator (ins) may be too deep instead. No interventions or outcome were provided however additional information has been requested and if received a follow-up reported will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they were unable to establish communication with the implantable neurostimulator (ins) while recharging, and there was difficulty recharging. Best recharging practices were reviewed but the patient was seeing the reposition antenna screen as well as poor coupling. The patient was unable to communicate with another external device. The patient was able to recharge last thursday, and last used stimulation on saturday. The antenna locate (al) feature was used and the patient got a power on reset (por) and was then able to get four bars. It was further reported the patient was getting stimulation in her leg not in her back where she needed it, pain in their back, and a loss of therapy which had been like that since implant; the device wasn't helping with their back pain. The patient was scheduled to see their healthcare provider (hcp) on friday for further programming. It was further reported two weeks later the patient worked with the manufacturer's representative (rep) for adjustments, and they also cleared the por. However, when she went to recharge she was pressing the top green and black speaker key at the tim e to get the 60 minute icon, but she wasn's getting a connection to recharge, and last felt stimulation 2.5 weeks prior. She was also experiencing pain at the incision site and in their back which was a sudden change. It was reviewed to only press the green button to recharge, but she was still getting the poor communication icon when she did this. The rep. Called the same day and reported an overdischarge, but they didn't have time to discuss any further.

Event description:
2015-09-03 telph (rep): additional information received from the manufacturer representative (rep) reported that he had met with the patient as well as the implanting physician on (B)(6) 2015. The rep, as well as another rep, had not been able to interrogate the patient's device. He was able to feel the device, so it was maybe only a little deep. It was still not known if the device was in overdischarge or if it was a depth issue. Multiple physician mode recharges (pmr's) had been attempted and were unsuccessful. The patient had not had good experience with the device. They had coverage issues and recharging issues and the patient was very frustrated and they wanted it removed. The implantable neurostimulator (ins) site had been looked at and there were no signs of infection. Pain at the ins site had not been mentioned during this visit. No stabbing pains had been mentioned either. General pain all over had been mentioned. The doctor reviewed the options the patient had, which were to open the pocket and interrogate the device, replace the device, or explant the device. All options involved surgery but the patient didn't want more surgery. As of the time of this report, the patient had not been scheduled for explant. It was thought that the patient may change their mind and keep the device, but this was not sure. This event will be updated if additional information is received.

Event description:
Additional information from the manufacturer representative (rep) stated that the patient had their device explanted on (B)(6) 2015, and that no devices were implanted on that day. The patient's pain had resolved, but neither the health care provider (hcp) or rep had seen anything abnormal that could explain the symptoms that the patient had experienced. The rep was not able to interrogate the device. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.